Event description:
Customer received a false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 31162c, reader sn (B)(6)). Cue covid-19 tests performed on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024 provided negative results. Customer is experiencing a cough, sore throat and achiness, but has had no known exposures. Cartridges used (B)(6) 2024 through (B)(6) 2024 were stored within the validated temperature range, however, customer says there is a very low chance that the cartridge used on (B)(6) 2024 may have been exposed to a temp of 59 f for a few hours prior to use. (Customer is not questioning the result obtained on (B)(6) 2024).

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.